Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. It was reported that a type ia endoleak was observed on CT on an unknown date. As per the physician, the lumbar artery was filling the proximal neck causing neck dilatation and a type ia endoleak. Intervention was performed approximately 2 years post index procedure where a 32x32x49 endurant cuff was implanted extending the proximal coverage by 1 cm. Ballooning was performed and the intervention was completed. A final angiogram showed the endoleak to be resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.